Event description:
Clog in waste tubing caused backup of human blood waste and spillage that broke containment provided by the instrument, samples were not compromised users were in no immediate danger, but potential for blood exposure existed.